Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal manufacturer of the device (B)(4). Currently being investigated by maquet (B)(4). This type failure will be detected during priming. The instruction for use (IFU) instruct the user to check for tightness before the application. According to our risk analysis, there is no risk for the patient. Once the investigation is completed or additional information becomes available, a follow up report will be submitted. Items marked ni are unknown to us at this time. MFR. Report#: 8010762-2011-00005. (B)(4).

Event description:
The product was not tight. During priming, a leak was detected between the inner core and the cover. (B)(4).